Event description:
A talent and valiant stent graft system was implanted for the endovascular treatment of a 5.5 cm diameter thoracic aortic aneurysm. Diameter of non-aneurysmal proximal neck: 41mm; length from top of arch to proximal aneurysm: 22mm; diameter of non-aneurysmal distal neck: 36mm; aneurysm length: 206mm; diameter caudal to left carotid artery: 31mm; diameter caudal to left subclavian artery: 28mm. It was reported that there was aneurysm enlargement caused by a type ia endoleak. It was noted that the patient was implanted three years prior and had a total debranching. A post-operative follow up confirmed a distal aortic arch aneurysm caused by a type ia endoleak from the proximal side of the stent graft. An axillio-axillary bypass was performed as additional treatment. A valiant device was added and the left subclavian artery was intentionally embolized . The endoleak was reportedly resolved and the procedure was completed. It was further reported that the patient had repeat surgery. The physician stated that the initial proximal sealing was short in length and the device was pulled by the aneurysm. This led to migration of the proximal position below the sealing zone; this seemed to be the cause of the type ia endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).